Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side swelling and nipple pain. Later company representative reported for healthcare professional a capsular contracture baker grade iii. An open capsulotomy was performed during explant/replacement surgery.

Event description:
Healthcare professional reported a right side swelling and nipple pain. Later company representative reported for healthcare professional a capsular contracture baker grade iii. An open capsulotomy was performed during explant/replacement surgery.

Manufacturer narrative:
Continued: a.4.: 121.80 lbs. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ nipple sensation increase/decrease: unable to observe since it is not related to the device. As per the investigation procedure creases and one opening assessed as surgical damage were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.